Event description:
Mother reported due to difficult latch on and short feeding session from her baby boy she received a prescription for symphony breast pump with advice to use it intensively (on an average 6 time per day) to stimulate her lactation. The advice has been delivered by midwifes. After seven weeks both breastfeeding and pumping (2 to 3 times a day) she noticed that her right breast was hard, became bigger and hurtful and preventing her from lifting her arm. After ultrasound session it revealed a large volume of fluid around the prosthesis. An emergency puncture has then been performed and she was advised to continue breastfeeding and using the breast pump once the fluid was drained. Three days later the fluid came back, and she met a breast surgeon. The surgeon performed a puncture, and the mother is now okay.

Manufacturer narrative:
Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention and prescription antibiotics to avoid progression to overwhelming sepsis.